Manufacturer narrative:
Device had cracked/broken off end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken. Customer's blood glucose value was 140 mg/dl. Troubleshooting was performed. Customer stated that they was priming insulin pump and the back half of the insulin pump was push out and plastic coming off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.